Event description:
It was reported that doing a proctrectomy procedure, the handle of the mcl20 squeezed and the device stayed in the closed position, was not on tissue. Another clip applier was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results, as to what may have caused the reported incident. The instrument was returned partially cycled, the cycle was completed and the jaws opened as intended. The instrument was returned empty and with the anit-backup damaged and the lockout non-functional.